Manufacturer narrative:
A review of the manufacturing documentation for the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.

Event description:
A report was received that a pt was treated for an infection at the lead site. The pt's symptoms were pain at the lead incision site . The physician does not believe the infection is device related. A physician prescribed the pt antibiotics and the pt is reportedly doing well.